Event description:
Dexcom was made aware on (B)(6) 2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation, pustules, pain, bleeding, and a hard lump, extended beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the arm. The patient stated the arm got hot and red, and that there was a lump at the insertion site. Initially there was no treatment documented, but during a follow up with the patient the patient reported that they were prescribed kefral 250mg. The dermatologist determined that the inflammation was caused by a bacteria in the body due to a ¿physical condition problem¿. At the time of the last update, the patient stated that the arm was no longer hot, and the dermatologist told the patient the lump would disappear once the inflammation would subside. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).